Manufacturer narrative:
Customer service conducted troubleshooting with the customer including; verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verified no milk backup occurred. During troubleshooting the customer stated she has two sets of parts she rotates between that she's had since march and uses exclusively. The customer service representative did make the customer aware she should be inspecting her parts and replacing parts as needed. The customer then stated she developed mastitis so she had to go out and buy a new pump. She used her old pump in style maxflow parts with the new pump and they worked fine which led the customer to the conclusion that the pump was the issue. The customer was sent a replacement pump and parts and return of her original pump and parts was requested for testing/evaluation. In follow up with a complaint handler on 08/10/2022, the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic. She said her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 08/18/2022. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc while using pump in style maxflow breast pump it lost suction. The customer also alleged she developed mastitis and was prescribed an antibiotic.